Manufacturer narrative:
Correction: section d8 was answered ¿yes¿ for serviced by a third party when the device was not returned or evaluated to know this information. It was indicated by the customer that the device was not available for return to olympus for evaluation. Based on the evaluation of the information available, the broken cable damage was confirmed. The age-related wear in connection with repeated strong bending or tensile forces most likely lead to the broken cable. This causes a lack of electrical conductivity, which the generator displays with a corresponding error message. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h4 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is due to improper handling in connection with wear and tear overtime. This cause is attributed to bending the cable, winding it in a too small a radius or pulling on the cable instead of the plug. This can cause individual or all wires in the cable to break, which can lead to the issue described. Further, it was noted that the lot number cable in question was manufactured in october of 2020 and the cable has a limited use time period of 12 months, making the cable four years old. Countermeasures: according to the instructions for use (IFU) this cable has a use limit of 12 months to reduce the risk of this type of issue. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monopolar high frequency cable was broken. The user was imaging inside the patient and the cautery screen gave a cable warning. The issue occurred during an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.